Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was disappointed because they could not get it to work. Patient was assisted with adjusting amplitude and it was discovered the patient had stimulation turned off. Stimulation was turned back on and the patient was feeling comfortable stimulation in the groin area. They stated their only void was with catheterizing, otherwise they were not doing anything. Additional information was received. The patient stated the day prior was not very good because they weren't doing it right like they were supposed to, they stated the day of the report was much better and they were voiding more on their own. At one time they wanted to see if they were emptying, so they used their catheter and noticed they had 70cc's of residual. Further information was reported, the patient stated they were not very happy. Stated it stopped working the day prior and it didn't do anything anymore. They further stated they had to catheterize to get anything out and the day prior they kept getting bad urges. They reported the urges got painful the day of the report and was about a 5, the most urgent, but seemed to be getting back to normal. Patient had been having to use their catheter to empty. Patient mentioned taking antibiotics which caused burning on their skin that they were treating with baby powder. They stated that the day prior it was hurting really bad. Patient was assisted in changing to program 2, amplitude 3.6 where they felt stimulation comfortably in the groin area. Patient stated this may be more trouble than it's worth. Patient also reported there were not quite understanding what was going on, their total was very low. The day prior it was strange, they had only voided 265cc's, they had a lot of discomfort and they had to catheterize. Patient stated they were having a lot of water going to the bladder bag and they felt like their kidneys were not working. Patient was referred to their medical doctor. They further stated they felt their symptoms were worse. Patient was advised to allow another 24 hours on the recent program change. Additional information was received. Patient felt they were doing the same. They mentioned that it had not been a fun ride. They had a bad day the day prior and hardly voided. Patient changed program from 2 to 3 and stimulation was set to 2.9 where they felt it in the penis area. Patient mentioned they were having trouble with the patient programmer before and also couldn't tell if at first if they were feeling stimulation since they had so many pains in their body. Patient wondered what was going on, they had been going for long periods without doing anything. Patient stated not to have a good day, stated they were seeing improvement but not the day of the report. They expected to continue to do well, they were catheterizing more than they hoped. Patient also mentioned their stimulation was high, but they lowered it. Contributing factors to the events were reported as unknown. The events were reported as unknown resolution or unresolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.